Event description:
During right shoulder arthroscopy procedure a small metal plate or tip of arthrocare wand separated from ceramic head. Plate was retrieved utilizing arthroscopic graspers. Pt then discharged uneventfully.